Event description:
Customer parent called to report the reservoir door opened on its own. It was stated that the tubing got caught on something and the reservoir came out. Low bgs were treated with candy. Device was not dropped, bumped, or exposed to moisture.